Manufacturer narrative:
Additional information from section d4 primary unique device identification (UDI): (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. During the final stage of deployment, just before the valve was released, conduction disturbance was noticed. A permanent pacemaker was placed due to heart block. The final valve deployment position was stable. The perceived root cause is a combination of rhythm disturbance and the implantation of the valve per the doctor.